Event description:
Per the patient's mother, the rechargeable battery of the sound processor was found to have burst and leaked fluid (date note reported). There were no reports of patient injury associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This device is not available for analysis. This report is filed september 25, 2013.